Manufacturer narrative:
Additional information received indicated that the physician had given the patient pain injections for the pocket pain and would not proceed with a pocket revision at this time. The physician did not believe that the pocket pain was device related. The patient was receiving good stimulation and there is no further course of action. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that a patient was experiencing pain at the pocket site. It was determined that the ipg has migrated. The physician recommended a pocket revision. It has been reported that the patient also has an infection and has been prescribed antibiotics. The pocket revision has been postpone until the infection clears.

Event description:
A report was received that a patient was experiencing pain at the pocket site. It was determined that the ipg has migrated. The physician recommended a pocket revision. It has been reported that the patient also has an infection and has been prescribed antibiotics. The pocket revision has been postponed until the infection clears.